Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The dentist stated patient have an open bite on both sides and the only way to fix it now is by stopping wearing the aligners, wait for the teeth to go back, and start treatment over.